Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the device was received with a missing cam lock. Visual inspection on received device and provided pic show no fractures were observed but the missing cam lock supports the reported complaint condition of broken. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection was not performed as the missing cam lock was visually confirmed and dimensional inspection would be irrelevant to the identified/received condition. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition of broken is confirmed as the radiolucent aiming arm/frn piriformis fossa was received with a missing cam lock. The cam lock levers are designed to be removable and can be sold separately (03.010.497 cam-lock lever for aiming arms). No definitive root cause could be determined. It is likely that unintended forces/rough handling caused the cam lock to fall off and the fallen off cam lock was misplaced. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 03.033.002, lot number: l699798, manufacturing site: haegendorf, release to warehouse date: feb. 22, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported on (B)(6) 2020, the cam lock lever of a radiolucent aiming arm piriformis fossa broke off and was lost in the re-sterilization process. There was no patient involvement. Concomitant device reported: cam-lock lever for aiming arm (part# 03.010.497, lot# t152459, quantity# 1). This complaint involves one (1) device.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the cam lock lever of a radiolucent aiming arm piriformis fossa broke and was lost in the re-sterilization process. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) radiolucent aiming arm/frn piriformis fossa. This is report 1 of 1 for (B)(4).